Manufacturer narrative:
Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Product not returned to manufacturer.

Event description:
Revision ltk with poly exchange.